Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of difficulty priming could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product has been returned by the customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced air bubbles/air in line. The following information was provided by the initial reporter: it was noticed at the beginning of the shift that the air filter on the tpn tubing had de-primed (product reference number 2432-0007). The line was disconnected from the ECMO manifold and de-aired by a line team member assigned to a patient in the pod. This occurred twice. Shortly after 2000 micro-bubbles were noted in the distal 3-way stopcock located in line between the manifold and the ECMO pigtail. The stopcock was changed, air was then noted in the manifold, it was changed. At approx. 2030 I came to the bedside where all lines and filters were re-examined. All lines were disconnected individually and de-aired and reattached, new intra lipids were hung with new air filter (product reference number 20129e). Within 5 minutes the tpn air filter had filled with air, the line was rehung with a separate air filter (product reference number 10011865) and rehung. Shortly after all air filters in line (# 20129e and 10011865) had filled with air, micro-bubbles were noted again in the 3-way stopcock. All filters were removed from the lines and lines were connected to individual ports on the manifold, thus removing a 3-way line splitter from the troubleshooting. At 2200 ecmoo manager on call was notified of the issue and current fix. At 0245 micro-bubbles were noted at the 3-way stopcock again it was changed again. Air was noted in IV lines post alaris pump infusion chamber. Alaris pump brain and all 4 modules were changed lines were de-aired again filters were added back into line to see if alaris change made a difference. Within 5 minutes all air filters had refilled with air. During the entire shift all troubleshooting ECMO pump venous pressure ranged between 30 and 35, pre and post pressure were 270-290 and 256-273 respectively. All troubleshooting was completed, inspected, and double checked by the nicu bedside nurse, the ECMO bedside specialist, a member of line team, and the in house ECMO primer without resolution for the filters filling with air. Filters de-aired regardless of being held above, below, or equal to the level of the manifold."